Event description:
Customer stated "pad is working fine. She took the cover off to rearrange the pad and seen a small burn hole in the pad itself." Product was returned. Customer did not claim injury. Investigator observed a small burn hole on the pad. The investigator determined the burnt hole was caused by a hot spot related to damaged internal components. The investigator determined that the damage was caused by the user misusing the product by laying on/ folding the pad while in use. IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".